Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the deployed mitraclip detached from one leaflet and remained attached to the other leaflet. It was reported that, on (B)(6) 2017, a mitraclip was implanted without reported issue in a patient with functional mitral regurgitation (mr) grade 4+. Following, the mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Reportedly, this clip remains attached and stable on the anterior leaflet. As treatment, a second mitraclip was implanted lateral with good resolution noted and the mr was reduced to grade 1+. The patient is in stable condition. There was no additional information provided regarding this issue.